Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon receipt the electrode belt cable was cut between ECG a and the front therapy electrode, between ECG a and ECG b and between the distribution node and ECG c. The damage to the cable exposed wires. The cause for the damaged cable cannot be positively determined. No adverse event resulted from the damaged cable.

Event description:
A UK distributor contacted zoll customer support to report that electrode belt sn (B)(4) was damaged. The cable insulation was severed near the therapy electrode.